Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: d9, h2, h6. Correction: b4, b5, g3, g6, h3, h10. Review of event description: the event occurred during the nail removal from the left femur. During the cephalic screw removal the fins of the screw got fractured. Since the screw could not be removed using the screwdriver, the surgeon had to impact the product with risk of fracture for the patient (acetabulum cup and femoral neck). Visual examination: the lag screw was returned for investigation. The visual examination shows that the lag screw flanks were cracked and deformed but not completely fractured. In addition, there are circular marks visible on shaft area of the lag screw. This can be caused during the implantation or while trying to remove the lag screw. Surgical technique: the correct lag screw placement/removal is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). It is assumed that the flanks were cracked due to an overload. Possible causes for the overload could be: -unfavorable placement between the instrument and the implant so their contact surface is too small, too high forces will be transmitted on the flanks which lead to a fracture/crack of this section. - pathogenic bone diseases (e.g. Bone tumor) which can affect mechanical properties of the bone (harder/ denser bone substance). This could also lead to higher forces of these sections. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and during the cephalic screw removal the fins of the screw fractured. Since the screw could not be removed using the screwdriver, the surgeon had to impact the product with the risk of fracture to the acetabulum cup and femoral neck of the patient.